Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device not seen in the cornual region. There may be a device in the fimbriated end or in the adnexa, free in pelvis') and pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mononucleosis, ovarian cyst, fibrocystic breast, hematuria, post coital bleeding, pap smear abnormal, migraine headache and tonsillectomy. Previously administered products included for an unreported indication: yaz, lexapro and macrodantin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (laparoscopy with right tubal coagulation, left salpingectomy and salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal infection, urinary tract disorder and urinary tract infection had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: essure. (B)(6) 2010. Failed essure scheduled for surgery (B)(6) 2011. Transvaginal ultrasound result: no evidence of an intracavity or myometrial placement of the essure is identified however an eccentric mass is identified within the left adnexa that is possibly the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2011: essure confirmation test (unspecified) results of confirm. Test left occlusion only. Ultrasound scan vagina - on (B)(6) 2011: no evidence of an intracavity or myometrial placement of the essure is identified however an eccentric mass is identified within the left adnexa that is possibly the essure device.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device not seen in the cornual region. There may be a device in the fimbriated end or in the adnexa, free in pelvis') and pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mononucleosis, ovarian cyst, fibrocystic breast, hematuria, post coital bleeding, pap smear abnormal, migraine headache and tonsillectomy. Previously administered products included for an unreported indication: yaz, lexapro and macrodantin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (laparoscopy with right tubal coagulation, left salpingectomy and salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal infection, urinary tract disorder and urinary tract infection had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: essure. On (B)(6) 2010. Failed essure scheduled for surgery (B)(6) 2011. Transvaginal ultrasound result: no evidence of an intracavity or myometrial placement of the essure is identified however an eccentric mass is identified within the left adnexa that is possibly the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2011: essure confirmation test (unspecified) results of confirm. Test left occlusion only. Ultrasound scan vagina - on (B)(6) 2011: no evidence of an intracavity or myometrial placement of the essure is identified however an eccentric mass is identified within the left adnexa that is possibly the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: mr received. Reporter information, medical history, lab data added. Event: device not seen in the cornual region. There may be a device in the fimbriated end or in the adnexa, free in pelvis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, urinary tract disorder and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2011: essure confirmation test (unspecified) results of confirm. Test left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events added abdominal pain, bleeding menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: urinary problems., uti, vaginal infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.